Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was kept restarting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power cable failure. A field service engineer thoroughly inspected the pyxie bus cables, auxiliary cables, and power cable. The engineer found that the power cable was loose at the wall outlet and fully reconnected it. The engineer verified that the drawer interface card power light emitting diodes were on and stable. The customer then inventoried a medication from each drawer to ensure power was maintained. The system functioned as intended after the field service engineer repaired the device.